Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer began the change cartridge process, and started the fill tubing step, but did not detect insulin at the end of the tubing. Then, the customer received a minimum fill message. Reportedly, the cartridge was filled with 250 units of insulin. The customer's blood glucose level was 114 mg/dl. Reportedly, the contact loaded a new cartridge successfully.